Event description:
Customer reports results stored in meter memory of the compact system differ from actual results: 124 mg/dl (actual) and 384 mg/dl (meter). No action taken based on device result. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Requested return of suspect device and replacement was sent.